Event description:
I was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.00 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and stent lifted was noted. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(6). Synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the most proximal stent row were lifted. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found bunching on the inner lumen and a pinch/kink on the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
I was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.00 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and stent lifted was noted. The procedure was completed with a different device and no patient complications were reported.